Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open colostomy procedure, the device able to cut the tissue, however no staples was deploy and the anastomosis failed. Resulting to a tissue damage, extended incision more than 1 inch, operation time extended more than 30 minutes, and to resolve the issue additional operation was required. Some of the staples also fell into the patient cavity but able to retrieved.

Manufacturer narrative:
Additional info: if information is provided in the future, a supplemental report will be issued.